Event description:
It was reported that a primary audible alarm was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the pump was in good condition. The pump event history log review showed a primary audible alarm background (bgnd) test in error history log (ehl). The technician was unable to duplicate during powerup process and occlusion test. The root cause was unable to be determined. The technician replaced speaker as preventive measure. Performed power up process and all the functional tests passed.